Manufacturer narrative:
The valve was analyzed and found compliant. We could not recreate the issue faced by the user. Upon return, the valve was adjusted on its second operating pressure. The user states that he tried to adjust it on the third position. X ray examination confirmed that the valve was adjusted on the second position, but no x-ray images were sent to confirm adjustment on the third position. Therefore, in the absence of x-ray image, we cannot be certain that the valve pressure was actually well-adjusted in the first place. It is very likely that the pressure remained on its initial setting all along and that the issue encountered by the user was in fact due to adjustment difficulties. The latter is well-known in the lifecycle of such products. The instruction for use delivered with each valve provides many details regarding the potential cases of adjustment difficulties and the suggested measures to prevent it.

Event description:
A (B)(6) patient presented shunt failure symptoms. The valve was adjusted on high pressure and the flow was excellent. The symptoms improved but recurred. The user believes that valve turned down from the original setting to a lower setting. The valve was adjusted on high pressure and the proximal flow was good but an x-ray examination confirmed that the valve was set at a lower position. Patient was taken to the operating room. The valve was disconnected from the catheters and it showed a good proximal and distal flow.

Event description:
A (B)(6) patient presented shunt failure symptoms. The valve was adjusted on high pressure and the flow was excellent. The symptoms improved but recurred. The valve turned down from the original setting of 110 to 70. The valve was adjusted on high pressure and the proximal flow was good but an x-ray examination confirmed that the valve was set at 70. Patient was taken to the operating room. The valve was disconnected from the catheters and it showed a good proximal and distal flow.